Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the cuff did not inflate. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported issue could not be confirmed. The device met with the product specifications. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.